Event description:
It was reported that the right ventricular (rv) ead had an apparent fracture. The rv lead was removed and replaced. The atrial lead was removed due to suspected damage during laser use. It was further reported that there was stylet interference with the inner lumen of the two 4076 replacement leads. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was oversensing and noise found on the right ventricular lead. This was reproduced with pocket manipulation on the right side and was suspected to be due to lead fracture. The rv lead was removed and replaced. The atrial lead was removed due to suspected damage during laser use. It was further reported that there was stylet interference with the inner lumen of the two 4076 replacement leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned and analyzed. Analysis found no anomalies with the lead. Blood/body fluid was present on the proximal conductor. All conductors stretched, the outer insulation was breached cut, the lead was stretched. (B)(4) the distal segment of the lead was returned and analyzed. Proximal conductor was fractured. Blood/body fluid was present on all conductors. Outer insulation partially or fully covering the tip electrode.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was returned and analyzed. Analysis found no anomalies with the lead. Blood/body fluid was present on the proximal conductor. All conductors stretched, the outer insulation was breached cut, the lead was stretched. (B)(4): the distal segment of the lead was returned and analyzed. Proximal conductor was fractured. Blood/body fluid was present on all conductors. Outer insulation partially or fully covering the tip electrode.